Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced some usage issues with the devices. It appears that on attempting to deploy two fasteners, the silicone sleeves of both fasteners bunched up, which prevented deployment, nothing fell away. The surgeon switched to a second applier to deploy a 3rd fastener, however, the inserter needle fell off of the applier into the joint space; this was easily retrieved from the body. At this point the surgeon employed a 3rd applier and another fastener, which was deployed correctly. The repair was concluded successfully without further issue or harm to the patient. The 3 fasteners were discarded at the user facility, however, the 2 appliers are being returned for evaluation. Also see associated mdrs 1221934-2012-00113,1221934-2012-00115, 1221934-2012-00116 and 1221934-2012-00117.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.